Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer issue. A field service engineer removed a bunch of staples that caused obstruction under the pocket and replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer stated that a malfunction occurred when the user was trying to issue the medication to the patient and there was a delay in accessing the medication from 3:40 am. There were no adverse events or injuries reported based on this incident.